Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing, noise, and pacing inhibition of less than two seconds on the right ventricular (rv) channel. The right ventricular (rv) lead was surgically abandoned and the rate-sense portion of the existing defibrillation lead was connected. No adverse patient effects were reported. This device remains in service.